Event description:
Customer reported a blood leak on a CT 190g dialyzer. The blood leak occurred in 2001, during use 18. The blood leak was confirmed by a positive hemastix results. A new dialyzer and blood lines were set-up and the treatment continued without further incident. There was no pt injury or medical intervention reported by the customer.